Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso (B)(4) and eo residual levels in compliance with iso (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per iso (B)(4) and sterility per iso (B)(4) prior to release.

Event description:
It was reported that a skin irritation on the abdomen causing redness and pustules had occurred while wearing the pod between 24 and 36 hours. The patient visited physician and was prescribed an ointment for treatment.

Manufacturer narrative:
The received device had the cannula assembly deployed and the adhesive pad attached to the bottom housing. Inspection of the device found no damages or defects to the adhesive pad which would contribute to skin irritation; a root cause for the reported symptom could not be determined. No issues were found that would affect the device's ability to deliver insulin.